Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had been dismissed from original surgery and had stretched or torn her mcl upon entry into a motor vehicle. She was revised to a total stabilizing ts component on the tibial side. Surgeon removed the existing standard size 3 baseplate and reimplanted a size 3 universal baseplate. He inserted a size 3 x 16mm ts insert along with the stem and universal baseplate.

Manufacturer narrative:
An event regarding revision due to patient trauma involving a triathlon baseplate was reported. The event description indicates the patient had "stretched or torn her mcl upon entry into a motor vehicle." The event did not allege any failure of the triathlon knee components, rather it was indicated the patient was revised after a traumatic incident. The subject device was removed during the revision to allow the placement of a more constrained tibial construct, and there is no indication the subject device contributed to the event.

Event description:
It was reported that the patient had been dismissed from original surgery and had stretched or torn her mcl upon entry into a motor vehicle. She was revised to a total stabilizing ts component on the tibial side. Surgeon removed the existing standard size 3 baseplate and reimplanted a size 3 universal baseplate. He inserted a size 3 x 16mm ts insert along with the stem and universal baseplate.